Manufacturer narrative:
No product for ks-122-2 was returned for evaluation; however, a picture of the reported complaint for fluid leaking at junction between tubing and drip chamber was sent. In review of the picture, the complaint for fluid leaking at junction between tubing and drip chamber is confirmed. A review of the lot history record was conducted for this product with the lot number provided. The qc inspection report indicates zero findings for leak testing during this lot manufactured in august 2016. All production and qc personnel are up to date with their training. A review of the lot history record was conducted for this product. The qc inspection report indicates zero findings during this lot manufactured in september 2016. Additionally, the qc test reports recorded a total of (116) sets being leak and occlusion tested per qc procedures. These also reported zero findings for leaks and occlusions test failures. Corrective action: as an immediate action vygon has stopped manufacturing with drip chambers from this supplier, and converted all production back to the previously qualified supplier. Training will be performed with all operators performing bonding operations. A corrective action will be issued into vygon USA quality management system to document the formal training. Vygon USA will continue to monitor this failure for future occurrences. In addition, CAPA (B)(4) has been opened to further investigate the leaking drip chamber issue.

Event description:
Both gravity and rate control tubing leaking at junction between tubing and drip chamber. Leak noticeable to the point that it went on patients arm during gravity infusions.

Manufacturer narrative:
Although no device was returned for evaluation, the details of the malfunction will be evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion.

Event description:
Both gravity and rate control tubing leaking at junction between tubing and drip chamber. Leak noticeable to the point that it went on patients arm during gravity infusions.